Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. The was purchased by the facility on oct 31, 2014 and has passed its durable life. Root cause for the broken grey connector cannot be conclusively specified. It is likely that the tube was unable to be connected since the connector became loosened. To compensate for the loosened connector, the user applied stress to the connector toward the loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. The instructions for use includes the following statements: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly, the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Field service engineer (fse) went on site to evaluate and repair the device. Fse found the grey connector broken and replaced it. Fse repaired the device and verified functionality according to original equipment manufacturer. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device grey connector came apart while the scope was being disconnected. The connector was turned while removing the scope causing the connector in the basin to unscrew. There is no patient involvement.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Customer does not know if the connector was loose before breaking off. The scope was successfully reprocessed. Scope details are not available. The staff is trained and experienced in the use of the device.